Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number. Na.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a cervical stent placement procedure using an 8.2f sheath. Reportedly, when the proglide device was attempted to be removed, resistance was noted and there was difficulty removing the device. The device was re-inserted, and pulsatile back-flow was confirmed. The foot was deployed and retracted, and the device was removed while confirming no resistance noted. Hemostasis was attempted; however, the suture was noted to be broken. A second proglide device was used; however, the suture was not captured in the artery. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a cervical stent placement procedure using an 8.2f sheath. Reportedly, when the proglide device was attempted to be removed, resistance was noted and there was difficulty removing the device. The device was re-inserted, and pulsatile back-flow was confirmed. The foot was deployed and retracted, and the device was removed while confirming no resistance noted. Hemostasis was attempted; however, the suture was noted to be broken. A second proglide device was used; however, the suture was not captured in the artery. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Indication for use (pre-close technique was not used when closing with an sheath greater than 8f.) The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number. Na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least one device and the pre-close technique is required. In this case, it is unknown if the IFU deviation contributed to the reported difficulties. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty retracting the foot and difficulty to remove the device from the anatomy include, but not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. Factors that contribute to suture detachment during knot advancement may include, but are not limited to, suture nick/damage, user technique (tensioning angle not coaxial). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.